Manufacturer narrative:
As reported in a research article, 2807 patients underwent bioprosthetic aortic valve replacement between 2011 and 2016; 836 patients were implanted with a trifecta valve, 1031 patients were implanted with a perimount valve, 449 patients were implanted with a perimount magna ease valve, and 351 patients were implanted with a mitroflow valve. There were a total of 34 failed prosthesis, 24 of the trifecta valves suffered premature structural failure due to moderate to severe regurgitation, increased gradients and severe patient-prosthesis mis-match, and 11 patients underwent re-operation due to endocarditis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "premature structural failure of trifecta bioprosthesis in midterm follow-up: a single-centre study" was reviewed. The research article is a retrospective single center experience to assess if the cluster represents a significant failure of this valve model or if there is a selection bias that can explain the failure of these valves. Trifecta(abbott), perimount, perimount magna ease(edwards lifesciences) and mitroflow(sorin) are associated with the study. The article concluded that the trifecta bioprosthesis has an increased incidence of early structural valve failure, which is significantly higher than that of perimount, perimount magna ease or mitroflow. The primary and correspondence author is hassan kattach d.phil(oxon), frcs-cth wessex cardiothoracic centre level d, north wing, southampton general hospital tremona road, southampton, so16 6yd united kingdom with the email hassan.kattach@uhs.nhs.UK.